Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl and it drop down to 37 mg/dl. The current blood glucose level was 75 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.